Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed approximately 1 hour after the start of continuous renal replacement therapy with a prismaflex st100 set, described as "the waste bag showed obvious signs of blood leakage. The pressure sensor also had bloodstains.". The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.